Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 151624 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / 195-260 / lot 151624, test base part number 195-430h / lot 145262r. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 151624 showed that the complaint rate is (B)(4) (2/314496). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 151624 showed that the complaint rate is (B)(4) (2/314496). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Per the consumer, the patient was not symptomatic. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.